Event description:
Additional information reported the right ventricular (rv) lead was capped on (B)(6) 2022 and a new rv lead was successfully implanted. The patient was stable stable throughout the procedure.

Event description:
It was reported that the patient presented remotely. The patient's right ventricular (rv) lead exhibited low and out-of-range high voltage lead impedance. There were no interventions and no patient consequences.